Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The reported event was not specified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. However, the reported problem was verified during the sample evaluation because the device could not be switched on. The power supply was found to be the cause and it was changed out. There were no other issues identified during visual inspection. The device underwent functional and electrical testing without any issues being found. A simulated therapy was also performed with no defects and malfunctions found. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The reported problem was unable to be verified during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified event occurred during use on the homechoice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.